Event description:
An ipp device was implanted on 11/25/96. The cylinders and pump were revised on 1/20/93. The entire device was removed from the pt and replaced on 11/12/96 due to fluid loss cylinder.